Event description:
It was reported that this right ventricular (rv) lead had shock impedances less than 20 ohms. Lead replacement was recommended. No adverse patient effects were reported. New information received indicates that surgical intervention was performed. It was not reported if the lead was explanted or capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).